Event description:
It was reported that during implant, the right ventricular lead had positioning/fixation difficulty as the helix would not extend after too many turns, and the lead had bad impedance and threshold. The physician removed the lead and successfully implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner insulation was kinked/buckled, the lead was stretched, and the lead was damaged at implant. The analyst also noted that the lead was returned stretched and the inner insulation buckled at the generator end which may have contributed to the reason for return; however, the helix does not extend and retract within specification.